Manufacturer narrative:
.

Event description:
It was reported by the company representative that while at the hospital it was brought to his attention by the physician's staff that they had been having issues with their programming wand. It was noted they were having recurring communication issues. The site had a second system, so they were able to use the working system on patients and determined the programming system was the cause of the communication issues. The site explained that initially the communication problem was intermittent for a few months and now it is becoming an issue. The company representative attempted to troubleshoot by changing the 9v battery in the wand and checked the connections of the system and he confirmed there was an issue with the wand. A new wand was requested. It was later reported the company representative received the replacement wand and thought the new wand would come with a new serial cable as well. He tried using the physician's tablet, the supposedly broken wand, and a new known working tablet serial cable, and the issue was then fixed indicating the tablet serial cable was the issue. The complaint wand was still returned to the manufacturer for analysis. Analysis on the programming wand found the wand failed to consistently communicate during functional testing. The wand's serial cable, which produced the communication errors, had intermittent conductors at the handle location. A known good bench wand serial cable was substituted and all communication errors cleared. After the wand's serial cable was substituted, the device met specifications and the wand performed according to functional specifications. The tablet serial cabled was received by the manufacturer for analysis; however, analysis has not been completed to date.

Event description:
Analysis of the tablet serial cable has been completed and concluded that the cause for the reported allegation is associated with a disconnected wire connection in the serial cable the data-line wire was found to be no longer soldered on the serial cable pcb. The wire was re-soldered on and the communication issues were resolved.